Manufacturer narrative:
Block h6:imdrf device code a150301 captures the reportable event of tip failure to separate.imdrf device code a23 captures the reportable event of basket failure to crush stone.block h10:the returned trapezoid rx was analyzed, and a product analysis observed that the basket wires were bent, the side car rx was pushed back 3mm, and the thumb ring was deformed. It was noted that the device was returned filled with remnants of use.the reported event of tip failure to separate and basket failure to crush stone was confirmed. Based on all available information, the side car rx push back was most likely due to the amount of force applied on the thumb ring from the handle when attempting to break the stone. By this force applied, the working length tends to retract, pushing back the side car rx. It was reported that this device was used alongside an alliance handle. The alliance handle most likely added more force to the whole device to break the stone with more ease. However, since the whole device was being used with more pressure, but could not break the stone, all the pressure applied ended up bending the wires and deforming the thumb ring. It is possible that the hardness of the stone didn't allow the basket to break the stone and bent the basket wires instead. This damage could have also affected the way the basket tip has to be deployed if the basket could not break the stone. Therefore, the most probable root cause of the problems found is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. During the procedure, the biliary stone was captured with the trapezoid rx but would not crush. In addition, the tip of the trapezoid rx would not disengage. The basket and stone were able to be successfully removed from the patient to complete the procedure. There were no patient complications as a result of this event. Additional information received on august 16, 2024. An alliance handle was used with the trapezoid rx to attempt to crush the stone.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. During the procedure, the biliary stone was captured with the trapezoid rx but would not crush. In addition, the tip of the trapezoid rx would not disengage. The basket and stone were able to be successfully removed from the patient to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150301 captures the reportable event of tip failure to separate. Imdrf device code a23 captures the reportable event of basket failure to crush stone.

Manufacturer narrative:
Block h2: (additional information) block b5 was updated based on the additional information received on august 16, 2024. Block h6: imdrf device code a150301 captures the reportable event of tip failure to separate. Imdrf device code a23 captures the reportable event of basket failure to crush stone.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. During the procedure, the biliary stone was captured with the trapezoid rx but would not crush. In addition, the tip of the trapezoid rx would not disengage. The basket and stone were able to be successfully removed from the patient to complete the procedure. There were no patient complications as a result of this event. ***additional information received on august 16, 2024*** an alliance handle was used with the trapezoid rx to attempt to crush the stone.